Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported that the patient has intermittent/erratic change in therapy. It was stated that within the past year prior to date notified the patient has a tough time in the evening. Furthermore, at the end of the patient's medication they have a lot of freezing, tremor, and a tightness that causes them to have difficulty sleeping. An MRI was performed which confirmed that the lead placement is where the healthcare professional (hcp) wanted it to be. The caller confirmed that response to therapy has been dramatic as compared to when stimulation is off or when the patient goes without medication. The patient's indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.